Manufacturer narrative:
The reported defective device has yet to be returned to the manufacturer for a device evaluation. The firm is attempting to obtain the device. An investigation into the root cause for product problem is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. Reference complaint (B)(4).

Event description:
As reported: a patient of unknown gender and age presented for an evlt procedure. During the procedure, the last 4cm of the sheath melted inside of the patient. The patient was sent to the hospital, where it where it was determined by the treating physician to not remove the sheath fragment. It was determined the vein was closed, and due to the location of the fragment, it would not migrate. It was reported the disposable device is available for return to the manufacturer for a device evaluation.

Manufacturer narrative:
Returned for evaluation was an evlt fiber and sheath. Visual review: a visual review noted the fiber had 4mm missing of the distal end and the sheath was missing 4.7cm tip end. The customer's reported complaint description was confirmed; sheath tip is burnt and missing distal end. The most likely root cause for the complaint description was due to the inconsistent withdrawal rate of the fiber and sheath which resulted in a misalignment condition (fiber tip was pulled into the sheath). The fiber tip then caused the melting and separation of the fiber and sheath. Per the product manufacturing engineer's evaluation: "after the fiber is secured with the sheath compression clamp, the sheath and fiber should be withdrawn at the same rate, what appears to have occurred in this instance is that a degree of the withdrawal force may have been applied directly to the fiber assembly which resulted in it being pulled through the compression clamp and thus withdrawn at a faster rate that the sheath was being withdrawn which resulted in the fiber tip being positioned inside the sheath while the procedure laser was active." At the vendor facility, during the manufacturing process, fibers are repeatedly bent and coiled and there is a final visual inspection performed with a hene laser to check the entire fiber length for defects prior to shipment. A review of the angiodynamics' device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. The instructions for use, which is supplied to the end user with this catalog number, states: "prior to and during use, avoid damaging the fiber by striking, stressing, or excessive bending. Do not coil the fiber tighter than a diameter of 20cm. Clinical safety and effectiveness data is not available for other fiber tip designs and diameters. A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference complaint: (B)(4).